Event description:
The intra aortic balloon was inserted into the pt on 1/27/98 at 4:30 p.m. And removed on 1/28/98 at 12:45 p.m. The intra aortic balloon did not malfunction. The pt had severe bleeding. A transfusion was required and removal of the intra aortic balloon was required. The intra aortic balloon was not returned to datascope. (Event complications: severe bleeding/transfusion required - ) reported 6/19/98. (Pt's current status: discharged - reported 6/19/98.)